Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation reported in this case was most likely associated with patient anatomy and procedural contents. Although lot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi sion blue guide wire had caused vessel perforation. Publication: european heart journal - case reports (2021) 5(11), 1-7 title: looped wire advancement - not always safe, fat - not so useless a case series excerpt: case 1. A 64-year-old female, known hypertensive, presented with inferior wall myocardial infarction. Coronary angiogram revealed significant stenosis in the dominant right coronary artery (rca), left anterior descending artery (lad), and major obtuse marginal. She underwent successful stenting of the culprit rca. A week later, she was taken up for revascularization of obtuse marginal and lad. Sion blue (asahi intecc, japan) hydrophilic coated wire was advanced through a 6 fr ebu launcher 4.0 catheter (medtronic, inc., mn, USA) into the obtuse marginal vessel. During the advancement, the wire tip appeared fixed, forming a loop which on further advancement assumed a peculiar large loop configuration (figure 1a and video 1). It was advanced into the vessel's distal segment, followed by which an everolimus des (drug eluting stent)(2.75mm x 29mm) was deployed in proximal diseasedom1 (obtuse marginal branch). Following stent deployment, it was noted that the distal tip of the looped wire had migrated down with linear tear of the distal segment of om1, and there was contrast extravasation into pericardial space (figure 1b and video 1). Echocardiography confirmed pericardial effusion. Immediately the stent balloon was inflated at the site of the stent to stop the distal flow. Intermittently the balloon was inflated for 20 s at 8 atmospheres with an intervening 5 s deflation for a total of 20min. Even after 20min, angiography demonstrated persistent contrast leak into the pericardial space. A finecross microcatheter (terumo interventional systems, japan) was tracked down proximal to the perforation. A small incision (~10mm) was made close to the site of femoral access to extract subcutaneous fat tissue (figure 2a). It was pulverized using a hypodermic needle to obtain fine fat globules, which was transferred to a 2 cc syringe along with iodine contrast (figure 2b). Keeping the syringe vertical (so that the fat globules float above the contrast), the fat globule was injected via microcatheter into the distal part of the obtuse marginal branch just proximal to the perforation (figure 1c and video 1). A selective angiogram showed sluggish flow in the artery distal to embolization. A repeat angiogram after 2min showed complete occlusion with a normal flow in the rest of vessel and its branches. Follow-up angiogram at 6 weeks showed recanalized distal om1 with no contrast extravasation (figure 1d and video 1).